Manufacturer narrative:
E1- facility name: (B)(6). E1- postal code: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a violet picture during holmium laser enucleation of the prostate procedure. The procedure took 30 minutes longer due to the issue. There were no reports of patient injury.

Event description:
It was reported, the camera head had a violet picture, during holmium laser enucleation of the prostate procedure. The procedure took 30 minutes longer, due to the issue. There were no reports of patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost, and the endoscopic image cannot be displayed. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to user. The event can be prevented by following the instructions for use which state: "before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device.